Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a pdc vivo device at level c5-6 on (B)(6) 2024. The patient was experiencing neck pain and mild right arm pain. It was found that the implant had migrated anteriorly. The implant was removed on (B)(6) 2026 and the patient was fused. A DHR review found no anomalies identified with the complaint. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the harms. Following the removal surgery the implant was returned for device evaluation. The evaluation will be completed by following an approved prodisc c device evaluation protocol. Imaging was provided that showed the migration of the device. There were no anomalies identified during the complaint investigation. The removal was completed due to implant migration. The submission is 1 of 1 devices involved in this event.

Event description:
A patient (53 yo, female) was implanted with a pdc vivo device at level c5-6 on (B)(6) 2024. The patient was experiencing neck pain and mild right arm pain. It was found that the implant had migrated anteriorly. The implant was removed on (B)(6) 2026 and the patient was fused.